Manufacturer narrative:
A visual examination of the returned device found no visible issues. Functionally, once the catheter was completely extended, the device was activated and worked properly. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2011-00077, and #3005099803-2011-00078 for a description of the other devices. This report is for the third device. It was reported to boston scientific corporation that three optiflo injection needles were used during a colonoscopy procedure for a post polypectomy bleed. According to the complainant, during preparation, the needle would not retract back into the catheter after testing outside of the patient. This occurred on three optiflo devices. The physician completed the procedure with a fourth of the same optiflo device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2011-00077, and #3005099803-2011-00078 for a description of the other devices. This report is for the third device. It was reported to boston scientific corporation that three optiflo injection needles were used during a colonoscopy procedure for a post polypectomy bleed.according to the complainant, during preparation, the needle would not retract back into the catheter after testing outside of the patient. This occurred on three optiflo devices. The physician completed the procedure with a fourth of the same optiflo device.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.